Event description:
The lowest renal (left) was to tied off as it was heavily calcified and stenosed. Access and deployment of a (B)(4) bifurcated device was uneventful. There was a slight proximal type I endoleak right below the neck. A (B)(4) proximal extension was placed; in order to avoid covering the patent renal the extension was not fully apposed. There was still a slight leak. A palmaz stent was placed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's calcified and stenosed left renal was tied off; physician did not appose proximal extension so as to not cover remaining renal.